Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because line through display was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
Follow-up #1 (09/07/2011)-device evaluation. On (B)(6) 2011 the meter involved with this complaint was returned to lifescan and was evaluated by the product analysis group on (B)(6) 2011. Investigation found that there was contamination on the pcb. This complaint is being reported due to the failed device investigations.